Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Device 3 of 3. Reference MFR report #: 1627487-2017-00218 and 1627487-2017-00252. Follow-up revealed the patient is doing better. Further device information has been included. Therefore, an additional report was included pertaining to the event.